Event description:
Nurse was infusing packed cells to a patient through volume blood tubing used in the cardiovascular intensive care unit and the tubing cracked and sprayed her with blood from the blood bank in the face, neck, chest, and upper torso. This was the second unit to go through the tubing. The blood was being "pumped" with the tubing due to resistance to blood transfusion from the PICC line. Nurse went home and got a shower and reported to the ER. Follow- up to be with employee health. Defective tubing retrieved.